Event description:
Pt had breast cancer and history of radiation therapy and implant of saline breast implant in 1978. Pt presented to doctor's office with complaints of hypoplastic right breast and sagging left breast. Pt elected for removal of right breast silicone implant and insertion of tissue expander (done in 2001). Implant was noted to be grossly covered with tissue upon removal.